Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had restricted energy. The customer replaced the harmonic ace instrument with a back-up instrument of a different kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have a blade broken. The blade broke at roughly 0.217¿ from the base. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. Image review: no obvious problem is demonstrated as per the provided image. No conclusive determination can be made based on this analysis.